Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation: breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A further investigation (fi) has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a curved opening, and brown and white particles. A leak test was performed and which found one opening. A microscopic analysis identified a curved sharp opening on the valve bond edge assessed as unidentified tear opening. No shell thickness due to opening is under plug strap. A fill inspection test was performed which identified no blockage in the valve. A voice was observed on the valve side, which is out specification, assessed as workmanship. Based on the device analysis, the final assessment is a sharp opening due to unidentified tear opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Further investigation (fi) results: the review of the documentation associated with the manufacturing process indicates that all devices associated with work order # (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, a void in the valve on the side was out of specification. This observation has no relation with the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue of void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.